Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a lens was noted to have glistenings. The iol was implanted approximately eight years ago. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the reported complaint. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).

Manufacturer narrative:
(B)(4). Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot.

Event description:
Additional information was received from the surgeon, who reported the patient had a reduction of visual acuity.